Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare's ('fph') branch office in (B)(4) that a wheel from an iw930aea cosycot infant warmer allegedly fell off while the unit was being cleaned. The hospital confirmed that there was no patient in the infant warmer unit at the time of the event.

Manufacturer narrative:
(B)(4). Device MFR date: the subject iw930aea infant warmer was manufactured in 1998. Fisher & paykel healthcare has requested for the return of the affected components of the infant warmer unit for further inspection. We will submit our findings following completion of our investigation and/or eval.